Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the guidewire allegedly could not be advanced around the armpit. It was further reported that resistance was found around the armpit vein and found that the wire had frayed. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure, the guidewire allegedly could not be advanced around the armpit. It was further reported that resistance was found around the armpit vein and found that the wire had frayed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one guidewire was returned for evaluation. Gross visual and microscopic visual evaluations were performed. Uncoiling was observed to the distal end of the guidewire. A core wire was noted to be protruding from the uncoiled portion of the guidewire. There appeared to be a complete circumferential break at the distal end of the core wire and a segment of the core wire remained attached to the distal tip of the guidewire. Therefore, the investigation is confirmed for the reported stretched, fracture and identified unraveled and material separation issues. However, the investigation is inconclusive for the reported physical resistance and failure to advance issue as no objective evidence was provided for review. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, g3, h6 (device) h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.